Manufacturer narrative:
Customer follow up 8/30/2016 it was reported that the customer was hospitalized with a blood glucose (bg) level of (325 mg/dl) with small ketones present on (B)(6) 2016. The customer was treated with IV drip and humalog insulin. The customer stated to be anxious due to high bg prior to going to the hospital and to have a difficult time bringing bg's down due to being highly resistant to insulin. The customer was released the same day (B)(6) 2016 from the hospital. A system check was performed indicating the pump was performing as expected. Multiple follow up attempts were made to complete troubleshooting with the customer for out of range issues between the transmitter and pump. However, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, the customer reported to have experienced elevated blood glucose (bg) levels range (249 mg/dl) the customer stated that a bolus would be taken to stabilize bg level. The customer was unable to troubleshoot with tandem technical support at the time of the call.